Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer was trying to deliver a bolus and was not getting any indication that the pump delivered a bolus. Customer's blood glucose level was 298 mg/dl at the time of incident. The device will not be returned for analysis.